Manufacturer narrative:
The returned sensor was investigated. Sliding neck tape was observed during the visual inspection; this allowed for the emitter assembly to dislodge from its window. The sensor had no shorts or opens during continuity testing. Functional testing could not be conducted, however; in this condition, the sensor was unable be used to engage in patient monitoring.

Event description:
The customer reported "new neonatal pulse oximeter sensor was opened and it was noted that wires were exposed wires and yarn". There was no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the sensor. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported "new neonatal pulse oximeter sensor was opened and it was noted that wires were exposed wires and yarn". There was no patient impact or consequences reported.